Manufacturer narrative:
Insulin pump received with minor scratched on display window and cracked reservoir tube lip. All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on her insulin pump. She changed out the battery and cleaned the battery compartment, but the error persists. Customer's blood glucose level is 438 mg/dl. He said the device was in his pocket and may have been exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.